Event description:
After 5+ months of implantation, this pacemaker was explanted because of an infection. It was reported that the pt had twiddler's syndrome which caused the infection. Therefore, the device was explanted.

Manufacturer narrative:
August 24, 2006. The device was not returned for analysis; therefore, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. Moreover, it should be noted that infectin is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature.